Event description:
End user's son reports that the chair stopped working. He had to go and get her. He put the chair in neutral and pushed her home. They turned if off and back on, chair seems to work, unless she tries to take it out for distance, such as to the store. It is not holding the power as it used to. Has already had the joystick replaced under recall.